Event description:
A report was received regarding a memory lens which had been implanted in the pt's left eye in 1999. At exam in 2003, pt's va was 20/60 os. Opacification of the implanted device was diagnosed. The surgeon is planning to explant the lens in the near future.